Manufacturer narrative:
Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment the catheter could not be deployed for functional testing. Under microscope inspection it was observed that the welding of the tip was damaged.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave catheter was selected for use. The wire was inserted in the catheter properly and the catheter was prepared according to IFU, however suddenly the steering wire lumen was detached from the tip of the catheter so it cannot be deployed anymore. The device was replaced, and the issue was resolved. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a farawave catheter was selected for use. The wire was inserted in the catheter properly and the catheter was prepared according to IFU, however suddenly the steering wire lumen was detached from the tip of the catheter so it cannot be deployed anymore. The device was replaced, and the issue was resolved. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.